Manufacturer narrative:
The product was not available for return by the customer as it was not saved. Event logs were received and analyzed however. Device history record review was completed and revealed the device passed all post sterile inspection checks. Cardiac tamponade and thrombus: in order to make a root cause determination, all essential clinical details as outlined would have to be provided. The root cause of the cardiac tamponade and thrombus was unable to be determined due to insufficient clinical details. Low or blocked pump flow/suction: according to the clinical report, the protek rv assist device was used to improve flow, and blood products were administered during the episode of low pump flow on (B)(6) 2025. The pump was implanted on (B)(6) 2025 at 11 pm. Event data log confirms that pump flow was at the lower specification limit during the first day of implant, with placement signal and pump flow trends while running on a steady p-level. The following day, the pump was turned to p-6 with improved flow and suction alarms. No positioning issues or motor current spikes were reported during the case run. The cause of the low pump flow and suction was most likely patient condition-related, based on data log review and provided clinical details.

Manufacturer narrative:
Product status: the impella device was not received from the customer. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient was implanted with an impella 5.5 device as elective placement for mechanical circulatory support (mcs) and developed thrombus requiring intervention. A little over a month prior, the patient was transferred from an outside facility in acutely decompensated heart failure. The patient was in cardiogenic shock supported by inotropes and an impella 5.5. A transesophageal echocardiogram prior to a planned heartmate 3 left ventricular assist device (lvad) revealed dilated ventricles, ejection fraction of 30-35% with mildly reduced right ventricular function, aortic and tricuspid regurgitation. The lvad implantation was, therefore, aborted. Impella 5.5 was removed and milrinone was discontinued. Later while on the step-down unit the patient was on dobutamine, difficult to get off inotropes, which was thought to be from valve disease. Therefore, a decision made to perform aortic and tricuspid valves replacement with elective placement of the impella 5.5. Later that evening, a protek duo right ventricular assist device was emergently placed as the patient had been suctioning with low left ventricular filling pressure and only able to flow at performance level p-5 at 3.0l. After the rvad placement, the impella 5.5 support level was able to be increased to p-7 with maximum flows at 3.0l. Hemoglobin was low, and the patient was administered two units of packed red blood cells. Central venous pressure was now at 12; patient began making more urine. Patient critically ill continued on impella 5.5 and rvad therapies. The next morning the patient had a drop in rvad flows. Potential thrombus was noted at the intra jugular site. Transesophageal electrocardiogram showed external compression of the right atrium or clot. The impella 5.5 was noted to be in optimal position. Later that evening the patient underwent an emergency washout due to progressive tamponade picture and decreased rvad flows. Significant amounts of clot were removed. The patient returned to the unit noted to be doing better. The patient continued to improve over the next couple of days with plans to increase the impella 5.5 flow and explant of the rvad, which was removed after a total of 6 days on this support. The impella 5.5 device support continued for an additional eight days before being successfully weaned and device explanted with a patient survived outcome.